Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: ten (10) unopened devices were received for evaluation. Visual inspection was performed on all the samples which identified eight (8) samples with dark particles embedded on the blue cap white connector inside the packaging material and not in the fluid pathway, one (1) sample with dark fiber embedded on the white spike port inside the packaging material and not in the fluid pathway, and one (1) sample with a dark fiber embedded on the blue cap white connector inside the packaging material and not in the fluid pathway. The particulates were located outside the fluid path and therefore would not be delivered in the final product or pose any risk of patient harm. The reported condition was verified. The cause of the condition could not be determined; however, possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) sterile repeater pump tube sets had particulate matter in an unspecified location. The particulate was described as dark particles and fiber. This was observed during setup. There was no patient involvement. No additional information is available.